Event description:
It was reported that during testing at the MFR, the attachment heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was disassembled and a damaged upper bearing was discovered. The collar was also moved and a build-up of debris was found. Damaged bearings and debris contamination can lead to increased friction among rotating components, resulting in heat generation.